Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that computed tomography confirmed the right ventricular lead had perforated the heart. The patient developed pericarditis. The lead was explanted and replaced.